Event description:
It was reported that the device failed to deactivate. A jetstream xc atherectomy catheter was selected for use in the percutaneous transluminal angioplasty procedure. During the procedure, after activating the catheter, the catheter continued to operate despite the button not being pressed. There were no adverse consequences to the patient. No further information was provided despite request by boston scientific.

Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the device failed to deactivate. There were no adverse consequences to the patient. A jetstream xc atherectomy catheter was selected for use in the percutaneous transluminal angioplasty procedure. During the procedure, after activating the catheter, the catheter continued to operate despite the button not being pressed. There were no adverse consequences to the patient. No further information was provided despite request by boston scientific.